Event description:
It was reported that an altitude alarm occurred. Blood glucose levels remained between 54-500 mg/dl, indicating no adverse impact. The customer received tips from technical support to prevent future altitude alarms and was able to resume insulin using the original cartridge.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.